Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was pulled out during retraction after the indicator window turned black-black. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed for carotid artery stenosis. During retraction, after the indicator window turned black-black, the thumb was placed on the plug deployment button and pressed. After the closure device and sheath were withdrawn, the plug was found to have been pulled out. Closure failed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.